Event description:
Patient was having robotic excision fibroid uterus myomectomy abdominal diagnostic hysteroscopy. During the procedure, the robotic tenaculum bent and broke at the wrist. It would not respond from the console. Able to close the tenaculum jaws; however, the tenaculum was unable to be straightened. Robotic tenaculum with bent tip removed while inside the robotic cannula from pt. Upon removal, noticed four small pieces of metal inside pt. Two pieces were successfully retrieved. Due to bleeding, unable to retrieve remaining two pieces. Intuitive sales rep, in or and notified informed staff that the pieces are carbon and not x-ray detectable. He stated he will file a report about the event with intuitive. Broken robotic instrument and two carbon pieces saved.